Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was returned with the stylet loaded within the lumen. The balloon protector was also loaded over the balloon; there was a complete circumferential break on the proximal balloon joint. No detachment was present. It was noted the inflation lumens were exposed. No anomalies noted to the bifurcate and luers. Microscopic analysis was performed on the proximal glue joint break and exposed inflation lumen. No further functional testing was performed. Therefore, the investigation is unconfirmed for the reported detachment as no detachment was noted to the returned device. However, the investigation is confirmed for the identified break as complete circumferential break was noted on the proximal joint. A definitive root cause for the reported detachment and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (device, component, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the dorado pta balloon. During the procedure, the balloon allegedly detached. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b:(dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the dorado pta balloon. During the procedure, the balloon allegedly detached. The procedure was completed by using another device. There was no reported patient injury.